Event description:
It was reported that the patient presented with discomfort from extra-cardiac stimulation. Upon interrogation, it was observed that the right atrial (ra) lead exhibited oversensed noise which led to automatic mode-switch. The ra lead was explanted and replaced. The patient was stable.